Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that when the package was opened, there was no stent on the balloon. The protective sheath was inspected and it did not come off in the sheath. Reportedly, there was no pt involvement with this device. No additional event or pt info is available. This is being reported based on the product evaluation that revealed that crimp marks were visible on the balloon, confirming that a stent had been present on the balloon at the time of MFR and may have dislodged during unpacking.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned without any blood or contrast visible. The stent had dislodged and was not returned. There were crimp marks on the balloon between the markers. The balloon was loosely folded. There was no other damage noted to the catheter. The protective sheath was not returned. Product performance engineering reviewed the experience information and analysis of the returned device. Quality assurance analysis confirmed that the stent had dislodged from the balloon; however, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. Manutacturing has many in-process controls to help assure that this was not a manufacturing issue, such as on-line visual inspections and functional reliability testing. The protective sheath was not returned, which may have aided in the investigation. No conclusive root cause could be determined for the dislodged stent. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.